Event description:
During heart cath with interventions, a drug eluting stent was advanced to circumflex lesion, would not cross. Stent and delivery system removed. The stent was kept to be sent back for credit and it became apparent that the stent was not on the balloon. The stent was searched for in the pt, on the floor, on the sterile field, and in the guide. Physician made aware, unable to find stent.